Event description:
Nellcor puritan bennett recd a medwatch from FDA. The statement on the medwatch was as follows: apnea monitor high respiratory rate set at 60. Child not acting right. Parents took child to emergency room along with apnea monitor. Light was blinking as if machine was functioning properly. Childs respiratory rate was 80 and alarm did not go off. Alarm was preset at 60 at the co. Child admitted to hosp for observation and stabilization of respiratory status.